Event description:
It was reported that an ilet was dropped, after which the screen bezel separated and the device appeared to be falling apart, while the display remained usable and the user reported no difficulties operating the device, consistent with a device bonding issue involving the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed a stress-related problem consistent with loss or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.